Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia. The customer stated that her insulin pump is damaged and that there was a crack by the reservoir compartment and on the back of the insulin pump. Nothing further was reported.